Event description:
It was reported while using bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes errors on hematology analyzer sysmex xn-550. The following information was provided by the initial reporter: customer is reporting getting errors on hematology analyzer sysmex xn-550 when using product 367856, lot 2018850. Customer stated that they have been getting "insufficient blood volume" and "blood cannot be aspirated" error messages from their instrument. Customer confirmed that the tubes are being completely filled at collection.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Date of event: unknown. The date received by manufacturer has been used for this field.

Manufacturer narrative:
H.6 investigation summary: bd received 2 samples from the customer in support of this complaint. A visual examination of samples was performed and did not reveal any issues. The hemogard closure was correctly assembled with the tube. The 2 samples were functionally tested and the issue of underfill was not observed. Additionally, 100 retentions were inspected with no issues being identified. Bd was unable to duplicate or confirm the customer¿s indicated failure mode from the samples provided. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported while using bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes errors on hematology analyzer sysmex xn-550. The following information was provided by the initial reporter: customer is reporting getting errors on hematology analyzer sysmex xn-550 when using product 367856, lot 2018850. Customer stated that they have been getting "insufficient blood volume" and "blood cannot be aspirated" error messages from their instrument. Customer confirmed that the tubes are being completely filled at collection.